Manufacturer narrative:
The service engineer (se) verified the event and found the o2 flow sensor connector was loose. Connections have been strengthened and the unit passed all testing and operated within the manufacturer specifications.

Event description:
The evaluation and repair of the device has been completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator failed post (power on self test). The ventilator was not on a patient at the time of the event. The evaluation and repair of the device has not been completed.